Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented for an unrelated device change-out procedure, an insulation anomaly was observed. The physician elected to cap and replace the lead during the procedure on (B)(6) 2016. The patient tolerated the procedure well.